Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an amplatz guidewire caused a perforation to the pericardium causing a pericardia} effusion. A pericardiocentesis was performed and the effusion was resolved. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)